Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a failure of the device to power on with ac power was observed. The device's power supply was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.

Event description:
The MFR received info alleging a ventilator was faulty. The device was not in pt use.